Event description:
Pt was positioned on rt side for a debridement of a left hip decubitis. At end of procedure bovie plate was noted to be crumpled near the pt's left hand & only partially in contact with left thigh at original placement site esu did not alarm to indicate failed ground. Burn noted on left thigh where ground pad was placed. Surgeon stated burn was a deep 2 & 3 degrees. Small area on rt thigh also noted to have 2 degree burn. Surgeon debrided all burns & applied silvidene.